Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the leakage at the distal end was caused by damaged adhesive due to an excessive external force (handling issue). The instructions for use include the following statement to prevent this event: "important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Per the legal manufacturer, the other device defect (broken strands) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device referenced in this report has been received by olympus for physical evaluation. The user report was confirmed. Evaluation identified 'a-rubber' cut, causing leaking. The bending section was noted to have multiple broken strands. The investigation is ongoing. The definitive cause for the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope a distal leak was noted. There was no patient involvement/impact.